Event description:
Head surgeon reported to our sales rep, that the tip of the screw broke off and was left in the patient in s1.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.